Event description:
It was reported that a system error 2240 (air in set/lin) alarm occurred on a home choice (hc) device during dwell three of four. The technical service representative (tsr) explained the alarm and assisted the patient in clearing the alarm and ending therapy. The patient will complete therapy with manual supplies. During the trouble shooting, it was determined that there was a loose connection. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a follow-up report will be submitted.